Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related procedural conditions and due to a perforation of the posterior leaflet; the reported leaflet perforation was likely a result of clip grasping, as it was noted when closing the clip there was a clear strain to the posterior annulus. Lastly, the reported increased mr was likely a result of procedural conditions and due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the posterior leaflet tear and the clip detachment from the posterior leaflet. It was reported that the mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system was advanced to the mitral valve and grasping was performed. Leaflet assessment was confirmed with a good grasp. During grasping and closing a clear strain to the posterior annulus was observed. The mr was reduced to 1; therefore, the clip was implanted. After deployment, the mr increased to 2. It was observed that the posterior leaflet was perforated in the area of the distal end of the posterior clip arm. The decision was made that a second clip would not solve this issue because the perforation was directly located in the clip area. One clip was implanted, reducing the mr to 2. Three days post procedure, echocardiogram was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 4. It is the physicians opinion that the posterior leaflet damage contributed to the slda. The patient has good ventricular pump function and is currently stable. No further treatment has been performed. No additional information was provided.